Event description:
It was reported that the pt was receiving PICC insertion when an anaphylaxis reaction was experienced. As per the nursing chart, there was good blood return and PICC flushed easily. Fifteen mins later, the pt complained of a dry hacky cough. Pt had feelings of nausea and developed welts on neck. Pt rec'd 50 mg of benadryl and welts on the neck subsided 10-15 mins later. The PICC was successfully inserted and used for therapy.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A lhr review is not possible, as no mfg lot number has been provided by the complainant.